Event description:
Sorin group received a report that the s5 double roller pump would not work and that the knob and pump had no communication. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. A sorin group USA field service representative evaluated the pump at the customer's site and found the issue was a result of the shaft encoder cable becoming disconnected from the pump. It is unknown how the cable became disconnected. The cable was reseated and the pump was returned to service. No further action is deemed necessary.